Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown locking/set screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D10: concomitant therapy date (B)(6) 2024 e3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was an intervertebral fusion (l4 right) for stenosis on (B)(6) 2024. In the surgery, during the final fastening, the tip of the tightener driver in question was threaded off. The tip is presumed to be wedged into the set screw. Since it is impossible to replace the set screw, the surgery was terminated as is. The torque wrench always idles with a certain amount of force, but it took a lot of force on that day. Since when the torque was used to the end, the other screws were likely to be screwed off at the tip before torque was applied, the final fastening of the set screws were done without applying torque to the end. The surgery was completed successfully within 30 minutes surgical delay. The surgeon commented that it took a lot more force than usual. It was further reported on (B)(6) 2024, an x-ray confirmed that the threaded screwdriver tip remains in the patient. Surgeon recommended removal. Patient declined revision surgery. This report is for one (1) unknown locking/set screws this is report 3 of 3 for complaint (B)(4).